Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported the customer's insulin pump attempted to deliver a 75 unit bolus according to their carelink reports. Customer's father stated there was no alarms prior to the attempted bolus occurring. The customer's blood glucose was 8.3 mmol/l. The customer's insulin pump will be replaced. No additional information provided.